Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what device is being used with the reload cartridge? This was with the powered echelon 60mm stapler. The following information was requested, but unavailable: thank you for your reply that the powered echelon 60mm stapler was used. Do you know the product code (plee60a, pse60a, pce60a, etc.)? Just for confirmation, when the reload cracked into pieces, did the metal cartridge pan separate from the plastic portion of the cartridge reload? Was there any physical damage to the plastic portion of the reload?

Event description:
It was reported that during an esophagectomy procedure, the surgeon fired the device with a green reload and fired fine (this was the first firing). The device was removed from the patient and the nurse went to remove the reload from the jaws of the stapler on the back table and the reload cracked into pieces. Another reload was opened under the same lot number and used for the second firing and the reload and stapler worked fine. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 7/11/2016. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information was requested and the following was obtained: do you know the product code (plee60a, pse60a, pce60a, etc.)? Pse60a. Just for confirmation, when the reload cracked into pieces, did the metal cartridge pan separate from the plastic portion of the cartridge reload? Unsure-the returned product will show if the pan is seperated. Was there any physical damage to the plastic portion of the reload? Yes-the plastic portion of the reload is broken in multiple places.